Event description:
Caller reported a cartridge alarm, specifically alarm 20. They confirmed that the issue did not occur during the loading process, and they had not previously reported similar alarms with their pump. The caller had already loaded a new cartridge before contacting technical support and was able to resume insulin therapy successfully. There was no adverse impact on the customer's blood glucose level. Technical support advised using a new, non-expired cartridge should any further alarms occur and to follow up if the issue persisted. The issue was resolved.